Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 120-121 mg/dl. In addition, it was reported that an unexpected reset occurred. The customer's blood glucose level ranged from 99-100 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.